Event description:
It was reported that the arctic sun device was sent down for not cooling. Customer was going to run a calibration and see if it passed. Per email response received on 05dec2022 and work order update, tech support spoke with biomed after they ran calibration, biomed ran calibration with no issues. Device returned to floor. No patient involvement was reported. Per additional information received on 10jan2023, the device was returned to depot. An email was sent to request further information as to why the device had to be returned after it was stated on 05dec2022 that the device passed calibration and was returned to floor. Per email response on 10jan2023, tech support stated that customer decided not to send device back to floor after all and decided to send the device in for 2k pm hour maintenance as recommended. Per sample evaluation results received on 01feb2023, the root cause of the inability to cool was determined to be a failing circulation pump. The commanded patient temperature could not be met. Inlet temperature (t3, returning patient water temperature) was showing increasing temperature with the circulation pump at 100 percentage. Outlet monitor temperature (t1) and outlet control temperature (t2) temperatures however were correct for the commanded tank temperature. There were several low flow alerts noted throughout the same data. The circulation pump motor had worn out bearings. Double bend tube and chiller evaporator outlet tube were found expanded during servicing. There were several low flow alerts noted throughout the same data. Flowmeter was replaced due to low flow readings post repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was sent down for not cooling. Customer was going to run a calibration and see if it passed. Per email response received on 05dec2022 and work order update, tech support spoke with biomed after they ran calibration, biomed ran calibration with no issues. Device returned to floor. No patient involvement was reported. Per additional information received on 10jan2023, the device was returned to depot. An email was sent to request further information as to why the device had to be returned after it was stated on 05dec2022 that the device passed calibration and was returned to floor. Per email response on 10jan2023, tech support stated that customer decided not to send device back to floor after all and decided to send the device in for 2k pm hour maintenance as recommended. Per sample evaluation results received on 01feb2023, the root cause of the inability to cool was determined to be a failing circulation pump. The commanded patient temperature could not be met. Inlet temperature (t3, returning patient water temperature) was showing increasing temperature with the circulation pump at 100 percentage. Outlet monitor temperature (t1) and outlet control temperature (t2) temperatures however were correct for the commanded tank temperature. There were several low flow alerts noted throughout the same data. The circulation pump motor had worn out bearings. Double bend tube and chiller evaporator outlet tube were found expanded during servicing. There were several low flow alerts noted throughout the same data. Flowmeter was replaced due to low flow readings post repair.